Manufacturer narrative:
Batch review performed on 17 august 2018. Lot 156116: (B)(4) items manufactured and released on 20 january 2016. Expiration date: 2021-01-10 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 2 years after primary. The surgeon determined that the tibial component became loose due to aseptic loosening. The surgeon revised the tibial tray and insert successfully.